Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose level was unknown. The customer stated that the insulin pump had audio issue. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The audio tone/vibrate feature on the pump functioned properly during testing. Hardware low level failures, variable 3, alarmed during self test and was confirmed in pump history file due to cold/cracked solder joint at ambient light sensor.